Event description:
It was reported that this right ventricular lead was surgically abandoned due exhibiting loss of capture. Evaluation of the lead on the health facility observed intermittent capture of the lead. It was determined that the reason for this loss of capture was due to scared tissue. A possibility of myocardial infarction was also discussed. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due exhibiting loss of capture. Evaluation of the lead on the health facility observed intermittent capture of the lead. It was determined that the reason for this loss of capture was due to scared tissue. A possibility of myocardial infarction was also discussed. Another lead was implanted instead. No further adverse patient effects were reported.